Event description:
The reporter indicated that the surgeon implanted vertically a 12.6mm vticm5_12.6, -7.50/1.0/073 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. This product is not marketed in the us. Claim# (B)(4).

Manufacturer narrative:
Data correction: b5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -7.50/1.0/073 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on 19/nov/2021. The lens was explanted on (B)(6) 2022 due to excessive vault. In a second surgery on (B)(6) 2022 a shorter length lens was implanted. This resolved the problem. Cause of the event is reported as unknown. H6 health effect - impact code reported as 4629. Adding 4627 explant. Claim# (B)(4).